Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using a reference meter with a control sample. Testing results: retention meter with customer strips: 2.5 inr. Retention meter with customer strips: 2.5 inr. Retention meter with customer strips: 2.6 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods". Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable inr result for one patient with coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastine cl plus method. The result from the meter at 10:12 a.m. Was 4.2 inr. The result from the laboratory at 10:15 a.m. Was 2.7 inr. The patient¿s therapeutic range is 2.0-3.0 inr.